Event description:
A (B)(6) male in rehab unit of acute care setting with hemiplegia was being transported to the bathroom in a shower chair. As the nursing assistant was maneuvering the chair over the lift in the shower stall, the elbow piping broke at the connection of the push bar and the chair back frame. The chair tilted backwards and the pt fell to the floor hitting his head.